Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic organ prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and recurrent pelvic organ prolapse stage 2. It was reported that the patient had a concurrent procedure of excision of vaginal lesion performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.